Event description:
Device 3 of 3. Reference MFR reports: 1627487-2013-03318 and 1627487-2013-03319. The pt received 2 scs leads with the same lot number. It was reported the pt's permanent procedure was aborted due to difficulty advancing multiple scs leads. The procedure lasted an hour and a half.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.